Event description:
Baxter (B)(4) received a report from a home patient of an intermate that had leaked during patient infusion. The device was filled with 200 mg of flucloxacillin in 100 ml of saline. The patient reportedly removed the device from the refrigerator the night before, then had connected the intermate at approximately 7:30 am, and noticed that fluid was leaking from the tubing at 8:00 am. The patient disconnected from the device. This condition interrupted therapy. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary:baxter received one sample with approximately 70ml of fluid in the reservoirfor evaluation. Visual examination of the unit confirmed the reported condition of a leak, observed at the tubing. The root cause was determined to be partially broken tubing at the junction of the distal luer post due to the stress applied at the location of the slide clamp. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.